Event description:
The clinic reported that a laser vision correction patient presented with stage 1 diffuse lamellar keratitis in right eye (noted in superior flap edge) one day post treatment. Account reported there was no loss of best corrected visual acuity (bcva), no flap lift and rinsed performed and they increased the topical steroid dosage. Patient has no complaint and reported being comfortable, happy with near vision out of the right eye.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
(B)(4): the clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.